Event description:
A (B)(6)-year-old man (body mass index 23) with past medical illness of hypertension and bronchial asthma was seen for a left inguinal hernia. Clinical examination revealed a rightsided direct inguinal hernia as well, and he underwent a bilateral laparoscopic tep. At the time of surgery, a left indirect and a right direct inguinal hernia sac were identified and repaired using two 13 9 15 cm polypropylene (surgiprotm polypropylene mesh, covidien) on each side, secured using protacktm fixation device. The operation was uneventful with an easily reducible hernia and no obvious bleeding. No drains were left and the patient was discharged on the day. He was subsequently reviewed in the clinic after 7 weeks and a year later with no evidence of wound site problems or recurrence. Six years later, he presented with abdominal and right lower limb pain associated with increased frequency of micturition and nocturia. A CT scan of the abdomen and pelvis showed a large cystic mass confined by a thick contrast enhancing rim with maximal dimension of 17 9 15 9 16 cm. An open drainage of the encysted collection was performed under anaesthesia through a midline abdominal incision which drained nearly 3 liters of pus and a large piece of mesh with no evidence of blood clots. Culture of the pus and mesh yielded pseudomonas species sensitive to ciprofloxacin which was continued until the drain was removed. Four months later the patient presented with recurrence of collection in the cavity. This was confirmed by ultrasound which also raised the possibility of a second mesh in the abscess cavity. A second exploration of the cavity was performed under anaesthesia with gentamicin and metronidazole antibiotic cover, which duly revealed the second piece of mesh which was removed. A suction drain was left in the cavity and removed after a week and ciprofloxacin cover for the duration of drain. The culture of the mesh and fluid from the cavity did not yield specific organism with sensitivity. At follow up 6 months later, there was no evidence of recurrence of symptoms or hernia. An idiosyncratic response of the patient to the mesh is the possible cause considering the frequency of laparoscopic mesh repairs and relative rarity of such reports.

Manufacturer narrative:
(B)(4).